Event description:
An issue was reported where a customer experienced consistent air bubbles in the insulin pump, which required frequent priming of the tube. The customer's blood glucose level was kept in range when no air bubble was present. Technical support was requested to follow up for further assistance with the issue.